Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the right atrial lp exhibited poor numbers. After the procedure, the patient expressed they had chest pain. An echocardiogram was performed and confirmed pericardial effusion. It was minimal so the physician elected to monitor and the effusion healed on it's own. No additional intervention was needed. The patient was stable.